Event description:
The allen screw side of the headtube the head of the allen screw broke off.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.